Event description:
It was reported that shaft break occurred. A 3.50 x 20 synergy drug-eluting stent was selected for use. However, when the device was advanced into the guide catheter, it snapped in half. The device was removed and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 3.50 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found a break situated at 46 cm distal to the distal end of the strain relief as well as multiple hypotube kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
It was reported that shaft break occurred. A 3.50 x 20 synergy drug-eluting stent was selected for use. However, when the device was advanced into the guide catheter, it snapped in half. The device was removed and the procedure was completed with a different device. No patient complications were reported.